Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) cannot be started. There was no patient harm reported.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) cannot be started. There was no patient involvement reported

Manufacturer narrative:
Additional information: e1(event site postal code - (B)(6) & event site state - (B)(6)). A getinge field service engineer evaluated the unit and found pump pulled out of the trolley. Due to lack of connection with the trolley, batteries cannot be charged. Deeply discharged batteries. Correct placement of the pump in the trolley. Replacement one of the batteries. (Damaged - unable to* charge). Battery test performed. Battery test completed successfully. Pump operational.

Event description:
N/a.